Manufacturer narrative:
According to the clinician, the occlusion was a result of either "no flushing or poor flushing" of the device by the hospital's staff; proper care and maintenance of the hydromid device is prescribed in its IFU. A review of the affected lot's DHR did not reveal any deviations, anomalies, or other issues which would contribute to the reported event.

Event description:
The clinician reported that the hydromid catheter had occluded.